Event description:
The customer reported that the device could not be reopened while applied to patient tissue. It is unknown how the device was removed from the tissue. The patient outcome was not provided.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.